Event description:
It is reported that the physician attempted to implant a resolute integrity drug eluting stent into the lad/left main which exhibited 80% stenosis. During the attempted delivery the edge of the stent became damaged. Information from the account confirmed that there were previously deployed stents at the site of treatment. No clinical sequelae reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure- failure to deliver stent and stent deformation. Patient's condition affected effectiveness of device-80% stenosis. Conclusion: inherent risk of procedure - failure to deliver stent and stent deformation. Device failure/lack of effectiveness related to patient condition-80% stenosis device. (B)(4).